Event description:
Ebus damage noticed after removal from the patient- no harm occurred. On (B)(6) 2025 at approximately 10:00, a tech received ebus scope (B)(6) immediately following use in an ion procedure. Upon placing the scope in the sink, we performed a standard visual inspection prior to cleaning. During this inspection, we observed that the distal end of the scope was severely damaged, with the mechanism at the distal tip compromised and internal wires and controls exposed. Due to this damage, the scope could not be placed underwater, as doing so would have caused further damage. Notified management and risk management. The scope was taken out of service and placed in a red biohazard bag, where it remained cleared for release back to the vendor. The steris representative was advised of the extent of the physical damage and biological contamination and returned to the rep.